Manufacturer narrative:
The manufacturer field service technician replaced the end of the power cord and returned the unit to service.

Event description:
It was reported that during a field service maintenance visit the technician noticed that one of the prongs of the power plug had a small burnt spot on the metal tip. There was no patient involvement and no adverse consequences associated with this event.